Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system shut down prior to a case. The procedure was completed without further incident. No patient injury was reported.